Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and was taking a longer time to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.